Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the stent was found to be deployed, the stent was found to be intact, the sdw (stent delivery wire) was found to be kinked/bent, the sdw (stent delivery wire) was found to be broken/fractured, and the introducer sheath was found to be intact. A functional test for the reported event stent difficult/unable to transfer and stent difficult/unable to advance or pullback through catheter was unable to perform as the stent was found to be deployed. The reported complaint codes were not confirmed during device analysis; however, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to preparation of the device and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained. It is reported that 'two atlas stents were not able to be advanced into sl-10 microcatheter due to the friction within the catheter'. The stent was returned for analysis already deployed. The deployed stent was intact/undamaged. The stent delivery wire was also returned and was kinked/bent and also broken/fractured near the distal end. The introducer sheath was returned and was intact. The as reported codes as well as the as analyzed codes listed in the grid below will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that the stent (subject device) was not able to be advanced into microcatheter due to the friction within the catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Analysis of the returned device found the sdw (stent delivery wire) subject device to be broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event.